Manufacturer narrative:
(B)(4). Wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned and tested for suture knot tensile strength and the results obtained were above requirements.

Event description:
It was reported that a patient underwent a cesarean section procedure and suture was used. On an unknown date, the suture was not holding the incision together. Additional information has been requested.